Event description:
Falsely elevated troponin I results were obtained on four pts' samples. The results were reported to the physicians. The original samples were retested and negative results were obtained. It is unk if pt treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a slipping hm wash pump due to lack of monthly maintenance by the customer.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was a slipping hm wash pump due to lack of monthly maintenance by the customer. The malfunction was resolved after the customer corrected the problem with guidance from a siemens healthcare diagnostics inc technical solutions center rep. The instrument is performing within specifications.